Manufacturer narrative:
A philips field service engineer (fse) visited onsite and confirmed the reported problem that "acoustic alarms of the flex cardio do not work". The fse performed a soft reset to resolve the issue. The functional tests and checks were performed. The cause of the reported problem was unknown. The device was operational after the unit was restarted/rebooted. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The customer reported that the acoustic alarms of the flex cario do not work. The flex cario does not emit alarms; while on monitor it works regularly. It is necessary to replace the front end. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.